Event description:
It was reported by service report that the top right side rail was broken presenting exposed sharp edges. There was patient involvement, however no adverse consequences are reported.